Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the morphologies were very small on the stored electrograms (egm) and it was unknown if the right atrial (ra) lead was sensing accurately. The ra lead remains in use. No patient complications have been reported as a result of this event.